Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Nurse provided the date of event occurred between (B)(6) 2014. Additional attempts to the customer have been made with no additional information provided. Estimated blood loss was not provided by the facility. Sample has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There was no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.